Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the subject device was returned to olympus without completing a reprocessing at the facility. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): the instruction manual evis exera tjf type 160vr operation manual chapter 3 preparation and inspection, inspection of the forceps elevator mechanism describes how to detect for the suggested event. The instruction manual evis exera tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera duodenovideoscope elevator wire was broken. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator had foreign material and several scope components were dirty which, are reportable events. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps wire was completely cut off due to mechanical/ chemical stress caused by a handling issue. Upon further inspection, yellowish/brown foreign material was found on the forceps elevator. Also, it was observed that the forceps control lever, right, left, up and down knobs were dirty. These findings were due to insufficient cleaning or handling of the scope. It was observed that the adhesive on the bending section cover was detached. It was also observed that the bending section cover itself had discoloration due to deterioration caused by a handling issue. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. It was also observed that the image guide protector had a cut due to handling. It was observed that the light guide bundle had breakage causing a decrease in output of light. It was also observed that water tightness was lost due to a pinhole on the bending section cover. It was observed that the connecting tube had a wrinkle due to chemical stress. It was also observed that the scope cover had discoloration. It was observed that the forceps channel port was shaved due to physical stress due to handling. It was also observed that the suction cylinder was shaved with a cleaning brush due to a handling issue. It was observed that the universal cord and the light guide cover glass had a dent due to physical stress due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: light guide cover glass, universal cord, grip, switch 1, switch box, protector of the universal cord on the scope connector side, scope connector and on the scope cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.